Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that there is a kink 8cm from the embolic coil on the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30386746) when the device was first opened. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. A photo was included in the complaint file. The photo underwent review by the product analysis lab and a kink was noted on the device positioning unit. No other damages were observed. The quality of the photo is blurry, as a result, the condition of the embolic coil could not be discerned. An unknown coil was returned for evaluation. Investigation summary: the complaint documented a 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30386746). The received product is a non-sterile unknown thermo-mechanical coil. It was received contained in a pouch. Visual inspection was performed. The device positioning unit was observed kinked at 157cm from the proximal end. The marker band was found at 38cm from the hub; this suggest that the length of the embolic coil is 3cm; this does not match with the length of the embolic coil documented in the complaint. Microscopic inspection was performed on the received device. The embolic coil was observed in damaged condition. The complaint documented that the device was kinked at 8cm from the coil when it was first opened. The kinked area reported is on the dpu, which was confirmed during the visual inspection performed on the returned device. The likely cause of the kinked area on the dpu is force. The exact cause of the kink cannot be conclusively determined. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Coils can become damaged is a known potential issue associated with the use of microcoil in endovascular embolization procedures. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues as stretching / unraveling / coil damaged from occurring. The issue documented in the complaint was only related to a kink in the device positioning unit; there was no issue reported that was related to the condition of the coil. Multiple follow-up attempts were made to obtain additional information related to the procedure and the reported device issue were unsuccessful. In addition, the device received is does not match the device documented in the complaint, based on the location of the marker band of the received device, the length of the coil is 3cm (1cm longer than the complaint coil). With the limited information related to the procedure and the use of the device, the exact cause of the observed damaged condition of the device that was received cannot be conclusively determined. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil in the damaged condition as observed on the returned device. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil in if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that there is a kink 8cm from the embolic coil on the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30386746) when the device was first opened. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. An unknown coil was returned for evaluation. During visual / microscopic inspection of the returned device, the embolic coil was observed in damaged condition. Based on the product analysis (B)(6) 2021, this event has been deemed MDR reportable as a malfunction.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to make a correction to the concluding paragraph of the initial report. [Conclusion]: the healthcare professional reported that there is a kink 8cm from the embolic coil on the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30386746) when the device was first opened. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. A photo was included in the complaint file. The photo underwent review by the product analysis lab and a kink was noted on the device positioning unit. No other damages were observed. The quality of the photo is blurry, as a result, the condition of the embolic coil could not be discerned. An unknown coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the complaint documented a 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30386746). The received product is a non-sterile unknown thermo-mechanical coil. It was received contained in a pouch. Visual inspection was performed. The device positioning unit was observed kinked at 157cm from the proximal end. The marker band was found at 38cm from the hub; this suggest that the length of the embolic coil is 3cm; this does not match with the length of the embolic coil documented in the complaint. Microscopic inspection was performed on the received device. The embolic coil was observed in damaged condition. The complaint documented that the device was kinked at 8cm from the coil when it was first opened. The kinked area reported is on the dpu, which was confirmed during the visual inspection performed on the returned device. The likely cause of the kinked area on the dpu is force. The exact cause of the kink cannot be conclusively determined. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Coils can become damaged is a known potential issue associated with the use of microcoil in endovascular embolization procedures. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues as stretching / unraveling / coil damaged from occurring. The issue documented in the complaint was only related to a kink in the device positioning unit; there was no issue reported that was related to the condition of the coil. Multiple follow-up attempts were made to obtain additional information related to the procedure and the reported device issue were unsuccessful. In addition, the device received is does not match the device documented in the complaint, based on the location of the marker band of the received device, the length of the coil is 3cm (1cm longer than the complaint coil). With the limited information related to the procedure and the use of the device, the exact cause of the observed damaged condition of the device that was received cannot be conclusively determined. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil in the damaged condition as observed on the returned device. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil in damaged condition as observed on the returned complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The following information was added to the last paragraph of the conclusion and documented in h.10 (additional manufacturer narrative): "devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil in damaged condition as observed on the returned complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time.".